Event description:
Further information was received from the nurse indicating that the patient died in (B)(6) 2016. The believed cause of death was road traffic accident. It was reported that the death was not related to vns. It was reported that the patient suffered from complex partial seizures. No current disease other than epilepsy was reported. The patient response to vns therapy was seizure reduction. It was reported that the patient's device settings at the time of death were: 1.5 ma output current; 20hz signal frequency; 250 sec pulse width; 21 sec on time and 1.8 min off time. It was reported that the patient's devices were explanted in (B)(6) 2016. An autopsy was performed but no copies of the death certificate was provided. It was reported that the death was witnessed: it did not result from drowning but it resulted from trauma. The patient had no history of nocturnal seizures nor history of febrile seizures. The seizure types were reported as complex partial. The patient did never undergo resective epilepsy surgery. No drug or alcohol abuse was reported. No history of cardiac or respiratory problems were also reported. The explanted devices were not returned to the manufacturer to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient died. It was reported that the patient, treated for epilepsy, fell in front of a lorry. There is debate whether it was suicide or seizure related but vns could not be implicated. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Attempts to obtain further information are underway.